Manufacturer narrative:
A review of the images provided, stated the following: the physician implanted a 25mm gore® cardioform septal occluder to close an atrial septal defect. After the procedure, echo revealed the right disc was slightly expanded. Fluoroscopy confirmed the right eyelet had disengaged from the lock loop thus allowing the right disc to expand. The occluder was left implanted because it was stable with no residual leak. A week later, the patient was brought back to the cath lab for device removal, due to a flow gradient near the ivc. During the retrieval of the occluder, the endothelized layer on the atrial septum on the occluder was disrupted. The patient was sent to surgery to remove the fibrin mass and repair the asd.

Manufacturer narrative:
The gore® cardioform septal occluder instructions for use states: removal of the occluder should be considered if: the lock loop does not capture all three eyelets the gore® cardioform septal occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: thrombosis or thromboembolic event resulting in clinical sequelae

Event description:
It was reported the physician was implanting a 25mm gore® cardioform septal occluder to close a 7-8mm atrial septal defect. At lock release, the lock loop missed the right eyelet. The device was left implanted with no residual leak and the device will be re-evaluated in a week. The device had appearance of slight right disc expansion. The patient was doing well following the procedure. Update: on august 12, 2021, the physician decided to remove the device with a snare. After removal, echocardiography showed some thrombus formation on the septum where the occluder was removed. The patient was sent to surgery for removal of the thrombus and closure of the atrial septal defect.